Event description:
The patient received two leads with the same lot number. It was reported a lead is sticking out of the patient's back. It is unknown at this time if the lead has eroded through the skin or if it's superficial under the skin. The patient was instructed to follow-up with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.